Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair with mesh. She had revision surgery 4 years post-surgery. The patient experienced pain, adhesions, small bowel obstruction, scarring, re-herniation, small bowel resection.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment a midline supraumbilical ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, small bowel obstruction, scarring, persistent abdominal pain, diarrhea, erythema, edema, cellulitis and re-herniation. Post-operative patient treatment included revision surgery, small bowel resection, dissection of mesh, abdominal washout, small bowel re-anastamosis, coagulated skin bleeding, turbulent fluid in the abdomen and placement of would vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment a midline supraumbilical ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, small bowel obstruction, scarring, persistent abdominal pain, diarrhea, erythema, edema, cellulitis, bleeding, turbulent fluid and re-herniation. Post-operative patient treatment included revision surgery, small bowel resection, dissection of mesh, abdominal washout, small bowel re-anastamosis, coagulated skin bleeding, turbulent fluid in the abdomen and placement of would vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment a midline supraumbilical ventral hernia. It was reported that after implant, the patient experienced pain, adhesions, small bowel obstruction, scarring, andre-herniation. Post-operative patient treatment included revision surgery, small bowel resection, dissection of mesh, and placement of would vac.